Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On 03/01/2023, it was reported by a sales representative via sems that (B)(4) dualwave pump kept restarting itself. This occurred during a case, the pump was disconnected and reconnected to complete the case. There was no patient effect.